Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated field(s): d8, h2, h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air-water channel, suction biopsy channel, flushing's and brushings. Cfu: no growth. Bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the additional results of the final investigation. Updated fields: g3; h2; h6 and h11. Corrected field: b3. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed due to damage to the scope connector; there is corrosion on the scope connector due to water leakage; e315 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of enterobacter gallinarum and enterobacter faecalis. The device was retested on (B)(6), and it tested positive for <10 cfus of candida glabrata complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.